Event description:
Husband of home patient reports heater bag inflated with air in drain 5/6 during treatment on homechoice device. Home patient discontinued treatment and noted no moisture around cassette. Per home patient's husband, prophylactic antibiotics were administered and no patient injury resulted from incident. Historical information regarding "heater bag inflated with air" indicates failure to be a leak in cassette of homechoice set.